Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a scratched lens and ripped downstream occlusion (dso) seal. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the air detector was unable to detect a 50ml water cassette. The root cause was determined to be the air detector. The air detector was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an air in line sensor error. The event occurred during testing. There was no patient involvement and no patient harm reported.